Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the nibp disappears from the display intermittently. No patient impact or consequences were reported.

Event description:
The customer reported the nibp disappears from the display intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device passed all functional testing. Nibp measurements were obtained multiple times and the measurements didn't disappear from the screen during testing. The returned device was configured differently to the customer's safetynet settings. The device was able to connect to the test safetynet and measurements displayed on the screen without disappearing. The customer complaint was not duplicated however the safetynet settings could have caused the readings to disappear from the safetynet display., corrected data: device available for evaluation? Was updated from yes, date returned 24-may-2019 to 23-may-2019.